Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately five months post implantation, the patient was experiencing inflow valve incompetency which was confirmed when an echocardiogram (echo) was performed. It was reported that the device was not maintaining a consistent speed due to the inflow regurgitation. The patient remains under observation in the hospital awaiting a heart transplant or device exchange.